Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer performed their own troubleshooting and determined the occlusion was within the cartridge. While the customer performed a cartridge change, a cartridge alarm 19 was received during the load sequence. The customer's blood glucose (bg) level was in the high 300's mg/dl range and a manual injection was administered to address the bg level. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to verify the cause of the occlusion. The customer declined assistance to install a new cartridge to address the cartridge alarm 19 and declined a follow-up call to ensure the issue was resolved.